Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had low blood glucose and as a result was hospitalized. It was reported that low blood glucose may have been caused by miscalculation of bolus delivery. Customer's blood glucose readings was not reported.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. No weak battery alarms or unexpected battery alarms were noted. The insulin pump had cracked case at the display window corners and scratched display window.